Event description:
It was reported that the asymptomatic patient presented to the ER after receiving inappropriate therapy. Noise, externalized conductors, low pacing lead impedance, no capture threshold and fracture were observed. The lead was explanted and replaced.

Manufacturer narrative:
No medwatch form was received. Device evaluation anticipated but not yet begun.

Manufacturer narrative:
Externalized conductors due to internal insulation abrasion were noted at 11.0-13.7cm from the tip electrode. Internal insulation abrasion was noted at 31.1-32.4cm from the tip electrode. Internal insulation abrasion under the rv shock coil was noted at 6.0-6.5cm from the tip electrode. Etfe coating was not damaged due to the abrasions. Internal insulation abrasion was noted at 11.0-14.1cm from the tip electrode. The etfe coating was abraded at this location. This is consistent with the reported field event.